Manufacturer narrative:
Unknown/no information available from user facility. The device manufacture date and expiration date are unknown since the lot number is unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: date of event is unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "endoscopic stenting for malignant gastric outlet obstruction" by m. Stawowy, et al published in surg laparosc endosc percutan tech; 2007, 5-9. The following information was derived from this article: a wallstent enteral endoprosthesis was used in a stent placement procedure. According to the article, in this patient with malignant obstruction of both the second and third part of the duodenum, the first implanted wallstent started to erode the second part of the duodenum and it was necessary to insert a hanaro-stent into the first one to adapt the combined stent to the natural shape of the duodenal loop. No further information on the status of the patient was available.